Event description:
It was reported that during a ptca procedure, a 2 cm portion of the tip of the wire broke off during reshaping outside of the pt's body. The broken portion was apparently lost. No pt injuries or complications occurred.